Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("significant belly ache") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), depression ("depression") and headache ("frequent headaches"). Essure treatment was not changed. At the time of the report, the abdominal pain, depression and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: confirmation from the local health authorities that (deleted) (B)(4) was a duplicate of this case. It included a new reporter (lawyer); consumer's demographic data; essure insertion date update ((B)(6) 2008); and treatment drug (psychoactive drug). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1816656) on 03-oct-2018. The most recent information was received on 10-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("significant belly ache") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), depression ("depression") and headache ("frequent headaches"). At the time of the report, the abdominal pain, depression and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1816656) on (B)(6)2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("significant belly ache") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), depression ("depression") and headache ("frequent headaches"). Essure treatment was not changed. At the time of the report, the abdominal pain, depression and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: confirmation from the local health authorities that (deleted) case 2019-026519 (bfr-2019-fr-000618) was a duplicate of this case. It included a new reporter (lawyer); consumer's demographic data; essure insertion date update (24-apr-2008); and treatment drug (psychoactive drug). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("significant belly ache") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), depression ("depression") and headache ("frequent headaches"). At the time of the report, the abdominal pain, depression and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.